Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The clinical details state that there was bleeding noted from the access site, specifically from the sheath connects to the orange hub. When the sheath was removed, the ooze persisted and it subsided when the pump was removed. Leaking was reproduced against the introducer. There was no pump returned to confirm if there was any defects. Due to the clinical details stating that the oozing resolved with pump removal and there was no product returned, the root cause cannot be established.

Event description:
It was reported the patient was admitted for a high-risk percutaneous coronary intervention (pci) to the left main, left anterior descending and right coronary arteries and impella pre-pci was planned. The impella cp device was inserted, and the pump was started. A single access used for pci. After some time, the team noticed bleeding from peel-away sheath. The sheath did not appear cracked; however, oozing was noted from where the sheath connects to the hub/orange wings. The physician elected to exchange the short peel-away sheath for a long peel-away sheath and resumed the pci. The patient was eventually weaned from the impella device, and the device was successfully explanted with a survival outcome.

Manufacturer narrative:
Patient-specific information for section a4: weight is unavailable at the time of this MDR writing. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two device reports associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the peel-away introducer.